Manufacturer narrative:
(B)(4). Additional information received: per the sales rep, after he was notified about the issue he went over troubleshooting for the device with the customer demonstrating how to use knife reverse to return the knife in the case of a lockout and to squeeze the handle while pressing anvil release. The customer reported they tried all of these methods during the procedure but could not open the jaws. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid procedure, before the first firing, with a gold cartridge loaded in the device, the jaws of the device were closed and when the surgeon went to reopen the jaws, the device would not open. The device had not been placed on tissue. The device was removed from the field. The surgeon and the scrub tech tried several times and the jaws would not re-open, so the device was set aside. Another like device was used to complete the procedure. There were no adverse consequences for the patient.